Manufacturer narrative:
This device is used for treatment not for diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A bilateral sagittal split osteotomy procedure was performed on (B)(6) 2014. A portion of the 2.0mm cheek retractor was noticed to be missing after the procedure. A replacement was ordered by the sales consultant as he believed the piece was lost by the hospital sterile processing department. The set screw that holds the trocar/retractor onto the cannula can be loosened and the tubular retractor exposed. When the screw is removed entirely, the 1¿ x 1¿ end piece can be separated from the instrument. Post-operative follow-up by the facility via computerize tomography (CT) confirmed the end of the instrument was left in the patient and was scheduled for removal on (B)(6) 2014. Removal completed immediately after CT scan confirmation by opening a few stitches, grabbing the easily accessible end piece, and re-closed up the stitches. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The device history review was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.